Manufacturer narrative:
H6- patient code 3191- medical intervention, fibrin membrane should be added to the initial MDR. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. Device history record (DHR) review; based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2, -11.50 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2019. Toxic anterior segment syndrome (tass) was observed and a thin fibrin membrane around the icl hold was found after surgery. 0.1% flumetholon was prescribed. The lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.